Event description:
It was reported that catheter fracture occurred. The 75% stenosed 15mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was selected for use. However, during the percutaneous coronary intervention, the catheter was fractured and separated inside the patient body. The device was completely removed by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter fracture occurred. The 75% stenosed 15mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was selected for use. However, during the percutaneous coronary intervention, the catheter was fractured and separated inside the patient body. The device was completely removed by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer; the imaging window near to the lapjoint was twisted. No detachments were observed along the device. No other issues or defects were observed during product analysis of the returned device.